Event description:
During the initial implant procedure, the set screw was unable to be tightened on the device. The device was explanted and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
Reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the dislodgement of the left ventricular contact spring within port, which caused reported event preventing insertion of lead. Manufacturing investigation was performed with undetermined cause. Functional testing performed after reinstalling contact spring was found to be normal. A manufacturing process anomaly may have occurred contributing to the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.